Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery."

Event description:
It was reported that the pump touch screen was delayed in responding to presses and that multiple occlusion alarms occurred. A system check was performed, and the pump performed as intended. Reportedly, customer was not performing the proper air removal techniques additionally, it was reported that air bubbles were observed within the cartridge tubing. Customer primed the tubing to address the issue. It was also reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. Customer successfully resumed insulin delivery. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. Customer¿s blood glucose level was 230-250 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged touchscreen and pump time issues could not be verified. No cartridge was received for investigation therefore no evaluation could be performed for the fill resistance allegation.